Event description:
It was reported to olympus, that the uretero-reno videoscope displayed a fuzzy picture. The issue was found during preparation for use for a therapeutic flexible ureterorenoscopy. And it was completed with a similar device. The procedure was delayed by 10 minutes. Inspection and testing of the returned device found that the bending section, and bending section cover were broken. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation. And the customer¿s allegation was not confirmed. However, it was noted, that the noisy image occurred; due to damage to the charge coupled device unit. It was also noted, that water tightness was lost ;due to a cut to the bending section cover. The illumination was uneven; due to discoloration of the light guide lens. The bending angle in the up direction did not meet standard value; due to a dent on the bending tube. The universal cord had a scratch, the adhesive on the bending section cover was cracked, the bending tube was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed damaged bending section could not be determined, however, the issue was likely due to physical stress applied to the bending part during user handling. In addition, it is believed that the curved rubber may have been damaged due to the damaged curved part sticking into the curved rubber during handling by the user. The event can be detected/prevented by following the instructions for use which state: urf-v2/v2r operation manual chapter 3 preparation and inspection urf-v2/v2r operation manual. ¿- important information ¿ please read before use_ precautions:do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. - chapter 4 operation 4.1 warnings and cautions: operation. ¿do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist¿. ¿do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged¿. Olympus will continue to monitor field performance for this device.